Event description:
Patient presented with acute onset aphasia and right hemiplegia with no defined time of symptom onset. Imaging revealed early ischemic changes in the left posterior frontal region and left middle cerebral artery (mca) occlusion. The physician attempted to resolve the thrombosis in the mca using retavase infusion followed by balloon angioplasty using a non boston scientific device that was inflated three times in the left mca. Each time the balloon device was inflated, it was noted that the "waist stayed deflated and no flow was seen after deflating." The physician then successfully placed a stent resulting in the "perfect patency of the distal mca and inferior superior angular branch but persistent occlusion of the superior angular branch." Retavase was infused with no effect on the superior angular branch so a second stent (non boston scientific) was placed successfully. Follow up angiography revealed interval recanalization of the superior angular branch due to a proximal focal moderate stenosis and persistent recanalization of the inferior angular branch. Retavase was infused at the focal stenosis. The procedure was concluded with the successful thrombolysis of the occlusion. Post procedure, the patient's stroke matured with continued right arm complete hemiparesis and some facial droop. The patient's condition continued to decline and seven days post procedure the patient was placed on a ventilator. Fourteen days post procedure, the patient was discharged to a "vent-dependent facility for weaning and rehabilitation:. The patient was weaned from the ventilator and regained some use of the right leg. Approximately one month after discharge to the other facility the patient was discharged to a nursing home to continue with rehabilitation therapies. The physician stated that the evolution of the stroke was to be expected and was not related to the stent placement.

Manufacturer narrative:
No allegation of product malfunction or non conformance contributing to the reported event.